Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the micro reflux would not release the tissue during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The doctor was advised to change reflux mode to continuous, which resolve their issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 6, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).